Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. G6 ; follow-up 1. Please cancel all information found in this report as it was filed in error.

Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: email.

Event description:
Customer reporting 5 false negative sars patients. Customer states the results were positive by rapid antigen test and one patient sample confirmed positive by pcr. It is noted that the patient swabs were collected at different times between the solana testing and rapid antigen/pcr testing. Report 5 of 5.